Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina. Subsequently, the patient was referred for cardiac catheterization and index procedure was performed. The target lesion was located in the proximal to mid left anterior descending (lad) artery with 90% stenosis and was 28 mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of a 3.00x32mm promus element plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented the symptoms of retrosternal chest discomfort in the center of his chest and subsequently diagnosed as coronary artery disease and was hospitalized on the same day. Coronary angiography revealed 80% isr of the previously placed 3.00x32mm promus element plus stent in the lad. Four days after, the patient underwent 2 vessel coronary artery bypass graft (CABG) including left intimal mammary artery (lima) extending to lad and saphenous venous graft (svg) to posterolateral. Five days post procedure, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.